Manufacturer narrative:
Medtronic received the following information from the journal article entitled; homemade fenestrated stent-graft for thoracic endovascular aortic repair of zone 2 aortic lesions. Ludovic canaud, kiyofumi morishita, thomas gandet, julien sfeir, sebastien bommart, pierre alric, and marcello mandelli. J thorac cardiovasc surg 2019 https://doi.org/10.1016/j.jtcvs.2017.07.045. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent grafts were implanted in patients for endovascular thoracic aortic repair with left subclavian artery revascularization using a home-made fenestrated stent-graft to preserve the patency of the left subclavian artery. The following events were reported: malfunction- type ib endoleak type iii endoleak.